Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('iud fragments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dermatitis allergic ("allergy: rash/ skin condition"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, dermatitis allergic, fatigue, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered dermatitis allergic, device breakage, fatigue, headache, hormone level abnormal, nausea and weight increased to be related to essure. The reporter commented: discrepancy for date of insertion: (B)(6) 2012. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Event added: iud fragments. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('iud fragments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dermatitis allergic ("allergy : rash/skin condition"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, dermatitis allergic, fatigue, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered dermatitis allergic, device breakage, fatigue, headache, hormone level abnormal, nausea and weight increased to be related to essure. The reporter commented: discrepancy for date of insertion: (B)(6) 2012. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: amendment done. Case upgraded non serious incident to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('iud fragments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dermatitis allergic ("allergy : rash/skin condition"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, dermatitis allergic, fatigue, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered dermatitis allergic, device breakage, fatigue, headache, hormone level abnormal, nausea and weight increased to be related to essure. The reporter commented: discrepancy for date of insertion: (B)(6) 2012. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.